Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell four on the homechoice (hc) machine. The home patient (hp) stated they forgot to close an unused supply line clamp. The technical service representative (tsr) advised the hp to start over with all new supplies or finish therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.